Event description:
During an angioplasty procedure of right reneal artery, the balloon of the stent delivery system (sds) ruptured at 2 atmospheres (atms). The vessel was described as mildly tortuous with slight calcification. The vessel contained a stenosis of 80%. The info states that the product looked perfect when it was taken from the package and was properly prepped. The ruptured balloon with its stent and the guidecatheter were safely removed from the pt, without losing position of the target lesion. The procedure was completed with another sds (p1540e). As per the qualrap, there is no further procedural or pt info available. There was injury to the pt.